Event description:
Technician alleged that the bed exit is not alarming at the nurse station. No patient impact.

Manufacturer narrative:
No further information on the repair of the bed is available at this time.